Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Body mass index (bmi) - 33.3kg/m2.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. Two days post-op, blood tests showed a white blood cell (wbc) count of 17.8 and an elevated c-reactive protein (crp) of 299, accompanied by increased sputum production. Empiric antibiotic therapy was initiated. The next day, a chest x-ray revealed right-sided infiltrates, with a further rise in crp to 430. A post-operative chest x-ray showed no evidence of fluid collection. By post-op day 4, the wbc count had normalized, and crp had declined to 379. On post-op day 6, the patient developed a fever of 38°c. Sputum cultures returned positive for e. Coli, prompting a switch in antibiotic therapy from co-amoxiclav to intravenous tazocin. By the next day, inflammatory markers had further improved, with wbc at 8.3 and crp at 140. There were no further fevers. The patient completed the antibiotic course without complications and was discharged on post-op day 12 with all adverse events resolved. There was no report of a da vinci device malfunction. The study investigator reported the event as moderate severity, a clavien-dindo grade ii, not related to the study device, not related to the patient's underlying disease status, but possibly related to the procedure.

Manufacturer narrative:
Corrected data: the g3 date provided in the initial MDR (2955842-2025-29269) was submitted as 06/23/2025, but additional information that was obtained revealed that it should have been 06/03/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
See updated information in section b4 and section g3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the event was performed by an intuitive surgical medical safety officer (mso) and concluded that this appears to be a nonspecific ¿infection¿ unrelated to the chest/lung but could be nosocomial infection from the hospital and therefore is possibly related to the procedure. It is likely also possibly related to the patient¿s underlying condition. It is not related to the study device.

Event description:
Refer to h11 for follow-up information.